Event description:
It was reported that a patient on a trachy mask was attached to the ventilator running in CPAP mode. It was further reported that the ventilator made a sudden high-pitched sound and the ventilation stopped immediately, after less than a minute, the ventilator went back again; however, the ventilator was swapped out. There were no patient health consequences reported.

Manufacturer narrative:
The affected device (sw version 7.00) was examined onsite by dräger service and the service report as well as the log file were made available for further investigation at the manufacturer¿s site. Based on the log file analysis it could be confirmed that the device performed a warmstart on the (B)(6) 2024. After this warmstart, the device continued ventilating. The logged error code 02.12.001 indicates that the airway pressure was significantly above the set alarm limit ¿paw-high¿ for more than one second. The specified reaction by the device is to perform a warmstart in order to lower the airway pressure back to the set value. Based on the log entries there is no indication of a permanent malfunction, and a specific root cause could not be determined. However, it was considered likely that the excessive pressure was detected incorrectly after opening the hose system during ventilation between y-piece and patient. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark, an audible alarm is generated, and an emergency-breathing valve opens to allow for spontaneous breathing. After performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. Directly after resuming the ventilation the ¿mv low¿ alarm is posted until the applied gas volume is larger than the set lower minute volume limit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a patient on a trachy mask was attached to the ventilator running in CPAP mode. It was further reported that the ventilator made a sudden high-pitched sound and the ventilation stopped immediately, after less than a minute, the ventilator went back again; however, the ventilator was swapped out. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.